Manufacturer narrative:
(B)(4). The customer provided two photos for evaluation. Both photos show a severely kinked arterial guide wire, both inside and outside of its protective tubing, as well as creased kit packaging. The customer also returned one opened arterial kit for analysis. No definite signs of use were observed. The catheter and 20 ga introducer needle were not returned. Visual analysis of the guide wire revealed several kinks in the guide wire body. In addition, the protective tubing was observed to be kinked, and several creases were observed in the outside packaging of the kit in the same location as the kinks in the guide wire. The lidstock clearly states "do not bend." The damage observed is consistent with defects related to storage and shipping. No other defects or anomalies were observed. The distal and proximal welds were intact. The major kinks in the guide wire was located 94mm, 156mm, and 165mm from the proximal end. The guide wire total length measured 349mm, which is within the specification limits of 345mm - 355mm per the guide wire graphic. The guide wire outer diameter measured 0.51mm, which is within the specification limits of 0.508mm - 0.533mm per the guide wire graph ic. Functional inspection of the guide wire was performed per the product instructions for use, which states, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). Thread tip of indwelling catheter over spring-wire guide." The guide wire was passed through a lab inventory 20 ga introducer needle. The guide wire was able to pass completely through with no resistance. A manual tug test confirmed the distal and proximal welds were attached. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. They indicated that the observed kink, in addition to the creasing in the packaging, is consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. A device history record review was performed, and no relevant findings were identified. The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in (B)(6) 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is opened or damaged." The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. Several kinks were observed on the guide wire body. In addition, kinks were observed on the guide wire tubing, and several folds and creases were observed on the outside packaging. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "the arrow brand arterial catheter is opened, revealing the catheter guide angled to the safety sheath." The issue was detected before use on the patient during visual inspection.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the arrow brand arterial catheter is opened, revealing the catheter guide angled to the safety sheath." The issue was detected before use on the patient during visual inspection.